Manufacturer narrative:
Additional information: d9, d10, h3, h4, h6 (update codes), h11. Correction: d4 UDI # and expiration date (update to n/a). H11: one (1) actual device was received for evaluation. Visual inspection was performed which identified the connector broken and separated from the center of the piece. Additionally, the sample was not observed with the bright violet color, but rather was opaque and whitish color. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors broke apart. It was observed that when using skin adhesive, the secure port skin adhesive touches the one-link and the needle free connector break in half and comes apart. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.